Manufacturer narrative:
Service was not dispatched because the customer was able to troubleshoot the leak with help from customer technical support (cts). The customer found that the baths were not draining and were overflowing. They checked the waste line and did not find any clogs. The customer replaced the waste filter for the baths and the instrument ran without any leaks. The customer verified that the instrument was running without any leaks. (B)(4). Customer trouble shot with cts on phone.

Event description:
The customer reported a leak at the wbc bath of the coulter act diff 2 analyzer. The volume of the leak was about 3 ml and was not contained within the instrument.. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated for this event.